Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many patients had intra op and post ob breakage (please list events separately)? How many suture broke per patient? How was the breakage managed? If a surgical intervention was performed, provide surgical/operation notes. How is/are the animals today? Will any product be returned for analysis? Additional information was obtained: the vet stated that the suture broke intra op and post op. Product code is j548g, lot# jpz900.

Event description:
It was reported that the animal underwent an unknown animal procedure on (B)(6) 2016 and the suture was used. The suture broke post-operatively. Additional information has been requested.